Event description:
Info received indicates the head section of the bed is drifting.

Manufacturer narrative:
The technician found the CPR engagement clip not engaging fully, causing the head to drift. The technician replaced the head drive to repair the bed.